Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.0/+2.0/082 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Additional information: patient's post-op uncorrected visual acuity is 20/20. Device evaluation: the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic torn/broken. Work order search: no similar complaints were reported for units within the same lot. Corrected data: (B)(4).